Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead did not deliver pacing when required and exhibited non-detection. This rv lead was found to have a conductor break near the proximal end due to clavicular crush which was confirmed under fluoroscopy. The rv lead was surgically abandoned and was successfully replaced. No additional adverse patient effects were reported.